Event description:
The customer's father reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that has to press the button twice to function properly and the esc button is soft. The customer said that there is no significant events leading to the keypad issue. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump esc button did not respond due to flattened button dome switch. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.